Event description:
Implant loss due to broken abutment screw, screw couldn't get removed, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used ((B)(6) and (B)(6) are same patient).